Event description:
Caller reported that a pump malfunction occurred, but noted no significant events leading up to the issue. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.